Manufacturer narrative:
H3: product ID 97755, serial# (B)(6) was returned for analysis and found there was a failure with the recharger and that a "no device found" message was seen. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 97755 lot# serial# (B)(6), implanted: explanted: product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), ubd: , UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device. The reason for call was patient reported they went to healthcare provider last week for a visit. Patient said a woman named a representative from manufacturer had come in and adjusted their spine stimulator. Patient stated they had been having trouble with their recharger, so manufacturing representative gave them a card and prompted patient to call patient services. Patient clarified that when they charge their implanted device, the recharger gets very hot, especially the relay box. Patient stated this had been going on for 3-4 months, and it also takes longer to charge their stimulator. Patient confirmed no damage to recharger. Patient stated they had been having trouble with the controller. Patient stated for the past couple of weeks, they have had a piece of the controller that broke off inside, and they can hear the piece rattling. Patient also stated that they have the hold the recharger cord in place in order for the implant to charge, and the charge does not stay 'solid.' . The issue was not resolved. An email was sent to repair to replace the recharger and controller.